Event description:
It was reported that the customer observed air bubbles within the infusion set tubing during pumping. Customer¿s blood glucose level was 324 mg/dl. The customer changed the infusion set tubing to resolve the issue.